Event description:
It was reported that during a roux-en-y procedure, on the initial firing, the device was fired with a white cartridge across the small bowel to create the roux-en-y. Between the second and third firing stroke (last 20 mms), the staples did not form, they were sticking in the bowel and the knife blade cut. The patient began to bleed and the surgeon immediately opened a new device and reload to fire across the small bowel once again and the procedure was completed. It is unknown how many days post op, but the patient came back with internal bleeding. It is unknown how many units were required.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.